Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. Block d4: meter serial number is (B)(6).

Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio flex meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began at an unspecified date and time 1-2 weeks prior to contacting lfs. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿186 mg/dl¿ with the subject meter. The patient manages her diabetes with insulin (type not reported) taken twice daily on a self-adjusting dose. In response to the elevated result, the patient claimed administering an unspecified dose of insulin then started to feel ¿dizzy and couldn¿t walk." The patient claimed her spouse treated her with fruit and sugar 5 minutes after the onset of symptoms and confirmed feeling better 2 hours afterwards. The patient denied using any other device to test her blood glucose. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca walked the patient through a control solution test and the result fell within the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering insulin based on an alleged inaccurate high result obtained with the subject meter.